Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 700 mg/dl and high ketones that were identified as dangerous by a healthcare provider. Bg level was addressed with a manual injection, additionally, was treated with intravenous fluids of saline and insulin at the hospital. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer did not complete their bolus delivery sequence, which contributed to their elevated bg level. The customer was released on 12/01/2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned